Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cuff detachment is confirmed, but the cause is unknown. The sample returned is one segment of a catheter, reportedly a softcell d/l dialysis catheter. Visual observation found that only a curved segment of catheter, with neither the tip nor the proximal components present. The cuff base of the dacron cuff was present, but not the fibrous component. A small amount of fibrous material remained on the cuff base. The catheter was yellowed, in particular in the shorter segment of catheter relative to the cuff and, to a lesser degree, on the cuff. Tactual evaluation found the catheter to be somewhat rough near the irregular material, and a subtle kink at about the same area. Microscopic observation confirmed the presence of fibers still present on the cuff base. Based on the relative position of the cuff and the catheter, the portion of the catheter which was most discolored was that just proximal to the cuff, that is, which would be near the exit site of the catheter. This suggests that the discoloration was due to application of chemicals, such as those used during dressing changes and cleaning, which were not compatible with the catheter, and possibly the cuff itself. Catheter was in place for about 3 years, 8 months. This length of time may have contributed to the failure mode reported. It is also possible that the catheter was removed without sufficiently surgically removing the cuff and removing the catheter with caution. However, the cuff has not been returned, and there are certain clinical conditions which remain unknown, which contributes to difficulty of determining root cause. The following IFU statements may be helpful: ¿acetone and peg-containing ointments can cause failure of this device and should not be used with polyurethane catheters. Chlorhexidine patches are the preferred alternative. ¿ alcohol or acetone based solutions should not be used to clean the catheter or skin site as the clamping extensions and luer lock connectors may be adversely affected.¿ ¿care and maintenance 1. The care and maintenance of the catheter requires well trained, skilled personnel following a detailed protocol. The protocol should include a directive that the catheter is not to be used for any purpose other than the prescribed therapy. 2. The exit site should be checked daily. Sterile technique, including facemask, hand washing and sterile gloves must be used for these procedures. 3. Carefully remove the dressing and inspect the exit site for inflammation, swelling and tenderness. Notify physician immediately if signs of infection are present. 4. Clean the exit site with an antimicrobial solution following your institution¿s protocol. Clean from the catheter working outward in a circular motion. 5. Warning : acetone and peg-containing ointments can cause failure of this device and should not be used with polyurethane catheters. Chlorhexidine patches are the preferred alternative. 6. Dress the catheter as described above under ¿d (common steps)¿.¿ ¿b (common steps) 1. With a tunneler, create a short subcutaneous tunnel from the exit site to emerge at the venous entry site. Attach the catheter to the tunneler so that the catheter can be threaded through the tissue as the tunnel is created. If using the bard access systems tunneler, slide the sheath found on the tunneler over the venous tip/tunneler connection and ensure open end of sheath is covering the arterial opening of the catheter. This will reduce the drag on the arterial protrusion in the skin tunnel. (After positioning cuff, tunneler can be removed by sliding sheath away from the catheter and twisting and pulling tunneler from venous tip.) The catheter should not be forced through the tunnel. 2. Position the white retention cuff approximately midway between the skin exit site and the venous entry site, about 2 cm minimum, from the venous entry site.¿ ¿d (common steps) ¿ 2. For additional security, suture the entry site. 3. Manage the exit site per your institution¿s protocol. 4. Dress the catheter. Warning : use of peg-containing ointments with this catheter can cause failure of this device . Recommended dressing technique 1. Secure the catheter to the skin using one or two sterile tape strips. Optional: place a pre-cut gauze dressing over the exit site, fitting it snugly around the catheter. Place a 2 in. X 2 in. (5 cm x 5 cm) gauze over the pre-cut gauze and catheter. 2. Apply a cover dressing, leaving the extension legs exposed. If using an occlusive or film-style dressing, the following is recommended: 2a. Cut a 1-2 inch (3 - 5 cm) slit in the short side of an occlusive dressing using sterile scissors. Remove the backing sheet. 2b. Viewing catheter site through the dressing on the skin so that the slit is over the catheter hub. Press one side of dressing into place while holding the other side off the skin. 2c. Partially remove the frame portion of the dressing near the catheter hub which is already secured to the skin. 2d. Overlap the unsecured side of the dressing slightly over the secured side to seal dressing under catheter hub. Carefully remove the frame from the dressing while firmly smoothing down the edges. Smooth down the entire dressing. Please do not use any peg-containing ointments in either the exit site care or in the catheter extension leg dressing.¿ ¿catheter removal the white retention cuff facilitates tissue in-growth. The catheter must be surgically removed. Free the cuff from the tissue and pull the catheter gently and smoothly.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the sure cuff was left in the subcutaneous tunnel when the catheter was removed due to infection. It was stated that the cuff will not be removed from the patient.